Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/21998110. The device was not returned for analysis as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot numbers were not reported. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Citation: s. Maimon et al. Transarterial treatment with onyx of intracranial dural arteriovenous fistula with cortical drainage in 17 patients. Ajnr am j neuroadiol 32:2180-84. The following report was received by medtronic (covidien)through review of literature: 17 patients with a cranial dural arteriovenous fistula (davf) were treated transarterially between october 2006 and august 2010. There were 15 (88.2%) male and 2 (11.8%) female patients; the mean age was 56 years (range, 22¿71 years). Two types of onyx-compatible microcatheters: the marathon (ev3) and the sonic (balt, (B)(4)) were used. Complete occlusion was achieved in 16 of 17 patients (94%), and the remaining patient had near-complete occlusion and underwent three sessions for complex petrosal fistula. This patient experienced transient minor fourth nerve palsy and emboli to the middle cerebral artery (mca) branch during the second treatment session. The nerve palsy was due to mass effect from the large onyx cast nearly 4 ml was injected and resolved in a few months. The embolus to the middle cerebral artery (mca) was dissolved immediately with selective intra-arterial tissue plasminogen activator (tpa) with no neurological sequel. In this patient a small residual fistula that did not change from the second session and could not be occluded in the third session. This patient later underwent open surgery for closure of that residual fistula without clinical complications.